Manufacturer narrative:
Follow-up #1: date of submission 12/31/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/14/2015 with the following findings: on investigation, the alleged vibratory issue was not duplicated in the evaluation. Using the returned battery cap the pump powered up to the verify screen with auditory and vibratory features. The pump was exercised with no unusual vibration noted. The pump casing was opened and no intermittent conditions were found with the vibratory circuit or the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging, the pump was making a vibration noise on its own without any notice. The vibration reportedly was intermittent. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.